Event description:
The catheter was implanted in 1989 and used for about 4 mos, then it was remvoed. After removal, the pt could feel a bump under the skin at the exit site but thought nothing of it. They have developed an infection where the bump was and a foreign object protruded from the incision site. It was described as looking like the catheter tubing or the cuff. The hosp cut off a piece of the protrusions and sent it to the lab for analysis.